Event description:
It was reported the patient ((B)(4)) is experiencing difficulty utilizing the patient controller for her dbs system. Based on the led lighting the controller's batteries needed replacing; however, the use of new batteries did not resolve this issue. As a result, the patient is unable to adjust the intensity of her therapy. No further information is available as attempts to obtain details on any noninvasive intervention undertaken in this matter or the patient's current status have been unsuccessful.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.